Event description:
A pt with a six centimeter renal aortic aneurysm underwent elective repair. An angiogram was done which revealed a type 2 leak at the level of the right iliac. A right cuff was placed to extend and seal the leak. Balloon dilatation using a 16 x 4 mm catheter was attempted, but the surgeons noted that the balloon would not inflate and that they were encountering resistance to its inflation. They immediately stopped trying to inflate the balloon and removed the catheter. It is not known why the balloon would not inflate. The procedure was successfully completed using another catheter of the same size although it is not known if this replacement catheter was from the same MFR and was the same model number as the malfunctioning device. There was no harm to the pt. The device was not checked following the incident by the facility's biomedical engineering department. The balloon was not located following the operation. The facility reports no unusual circumstances or activities surrounding the use of this device. The facility reports that user error was not a factor. The user was able to use another catheter of the same size without a problem. The failure was not due to a blockage of the arterial passage where the balloon was attempted to be inflated. The device had not been reprocessed. Device malfunction - that is, the device did not do what it was supposed to do.